Event description:
It was reported that vessel closure was attempted using five prostyle devices relative to an unknown procedure. Reportedly, the five devices experienced failures during use. An unknown method was used to achieve hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
B3: estimated date. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.